Event description:
The patient reported that they had pain at their device pocket and weight loss. This pain at the pocket had been present since implant so the patient had a pocket revision on (B)(6) 2016. The patient was implanted for spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.